Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. Details of surgery: sinus perforation. On (B)(6) 2025 , the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.